Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the navigation buttons were failed to appear. A technical support specialist (tss) identified that the limited navigation buttons appeared because the logged-in user lacked area access. In this case, the station was not assigned to any areas, preventing all users from seeing navigation options. The device was online and communicating; tss confirmed this by reconnecting to the server and verifying the synchronization info page showed active communication. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.